Manufacturer narrative:
Covidien has requested that the device be returned for investigation.

Event description:
Covidien received a report from a biomedical engineer of a n-550 with no audio and the engineer isolated the problem to the speaker.